Event description:
It was reported that ventricular lead impedance was below 200 ohms. The whole lead could not be explanted due to superior vena cava adhesions. The lead was cut, capped, and remains in the heart. No patient complications have been reported as a result of this event.